Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in a vein graft to the pt's right coronary artery. Upon attempted balloon catheter inflation, it was reported that the balloon catheter would not inflate. In response, the sds was withdrawn from the pt and the stent was not observed to be on the sds. Subsequently, several unsuccessful attempts were made to retrieve the stent utilizing a snare device. The stent is believed to have embolized within the iliac area of the aorta. Vascular studies in both lower extremities did not reveal any blockages. Another sds was used to successfully place a stent at the target lesion site. It was reported that the pt is stable. There were no add'l complications reported relative to this event.